Manufacturer narrative:
A rf generator stopped reading impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that during a procedure on (B)(6) 2024, the rf generator had stopped reading impedances. Troubleshooting was unable to resolve the issue, resulting in the procedure being abandoned.